Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hashimoto's thyroiditis, obsessive-compulsive disorder, anxiety, gestational diabetes mellitus and urinary incontinence. Concomitant products included armodafinil since 2017, baclofen since 2017, calcium with vitamin d from 2014 to 2017, iron from 2011 to 2016, lorazepam since 2010, ondansetron (zofran) since 2009, oxybutynin since 2015, propranolol from 2014 to 2015, rizatriptan (maxalt) and tizanidine since 2017. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), chronic sinusitis ("infection (other) describe: chronic sinusitis infections") and nausea ("nausea"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse);"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain lower, bilateral") and abdominal discomfort ("abdominal discomfort"). The patient was treated with surgery (corneal resection during salpingectomy/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal distension had resolved, the migraine, nausea, dyspareunia, abdominal pain lower and abdominal discomfort outcome was unknown and the chronic sinusitis and headache was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, chronic sinusitis, dyspareunia, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: 2 coils were visible at the right ostia. 3 coils were visible at the opening of the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Right fallopian tube with essure" consists of 8 cm long, 0.7 cm in diameter fallopian tube containing fimbria at one end. Serially sectioning reveals the presence of a 3 cm long, 0.2 cm in diameter cylindrical device located within the intraluminal space of the fallopian tube. Left fallopian tube with essure" consists of a 8 cm long 0.7 cm in diameter fallopian tube containing fimbria at one end. Serially sectioning reveals the presence of a 3.2 cm long, 0.2 cm in diameter cylindrical device located within the intraluminal space of the fallopian tube. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and mr received. New reporters added and reporter information updated. Plaintiff demography added. Implanted date and product indication updated. Concomitant drugs added. Events added as follows: chronic sinusitis infections; headaches; nausea; dyspareunia (painful sexual intercourse); abdominal pain lower and abdominal discomfort. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and migraine ("migraines"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.